Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the system was not in clinical use. The customer re-established the wireless connection by turning the wireless footswitch off and on. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020). Update codes based on the outcome of the investigation.

Event description:
It has been reported to philips that the connection between wireless footswitch and the base station was interrupted. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.